Event description:
Customer alleges she has a scooter that had flipped 3 times.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available. A follow-up report will then be submitted.

Manufacturer narrative:
The device was returned and evaluated. There were no defects detected.

Event description:
Customer alleges she has a scooter that had flipped 3 times.